Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11. Livanova deustchland manufactures the s5 hlm, the issue occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about s5 hlm roller pump failure. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: through follow-up communications, it was learned that the defective pump was removed from service. A device service history review was performed and identified that the unit was manufactured in 2008 and no other similar event has been reported before. No concerning trend was detected for this failure mode. Based on the investigation findings, the most likely root cause of the reported issue has been assigned to the faulty pump, likely due to wearing over time. The wearing of electro-mechanical devices can be originated by the specific use condition at customer's site that may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.